Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that after placement of a patch in a cardiac septal defect procedure, the patch allegedly continued to leak post surgery for approximately two weeks. The health care provider was closely monitoring the patient who continues to show improvement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: received, one unopened bard debakey knitted polyester fabric sealed in its original packaging. The sample was clean. The returned packaging was completely sealed. The fabric appeared to have clean edges with no signs of fraying. The weave across the fabric appeared to be consistent in texture and pattern. There were no visual anomalies found with the returned sample. Functional/performance evaluation: functional testing of the device could not be completed as the equipment used for testing was moved into a clean environment and the open sample could not be brought into the space. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive for a leak, as only a lot sample was returned. The returned lot sample met all visual inspection criteria, however the sample could not be tested. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: product description: bard® debakey® elastic knit fabric. This fabric is designed to stretch primarily in one direction and has high permeability. The following fabric is constructed of woven polyester. Indications for use: the knitted and woven polyester fabrics (bard® sauvage® filamentous fabrics, bard® debakey® double velour fabrics, bard® debakey® elastic knit fabrics, bard® debakey® woven fabrics) are indicated for use in cardiovascular surgical procedures requiring patch graft angioplasty such as carotid endarterectomy. These fabrics are also indicated for repair of certain intracardiac anomalies such as septal defects. Warnings: these fabrics must be properly preclotted with non-heparinized blood prior to exposure to full arterial pressure to avoid unnecessary bleeding or blood loss. Preclotting is not required when the fabrics are used in the intracardiac position. While it is common practice to employ moderate doses of intraoperative heparin, care should be taken not to exceed the manufacturer¿s recommended dose for such procedures. Excessive amounts of heparin can result in bleeding. Due to variability in patient response to heparinization, it is essential that the adequacy of anticoagulation during surgery and the precision of neutralization at the conclusion of the procedure be closely monitored. Adherence to a strict protocol, determined by each hospital, can prevent excessive bleeding. As with any cardiovascular fabric, occasional difficulties with hemostasis may occur. In the event that hemostasis is not easily obtained, the surgeon may wish to consider the following: investigate for systemic coagulopathy and treat appropriately. Compression, as necessary. Additional sutures and/or pledgets at the anastomosis, as necessary. Reversal of heparin with protamine sulfate, as necessary. Utilization of topical coagulation therapy, e.g., thrombin, as necessary. Adverse reactions: adverse reactions that may occur with the use of these products or with any cardiovascular implant procedure include perioperative hemorrhage, implant bleeding, tissue erosion, anastomotic aneurysms, and infection. Preclotting instructions: proper preclotting with non-heparinized blood is necessary to prevent bleeding through the fabric wall. If the patient has been heparinized prior to preclotting the fabric, draw blood for the preclot and counteract the heparin by adding sufficient topical thrombin to initiate clotting. The fabric will then preclot readily. If bleeding is noted after the fabric has been preclotted, see warnings for additional hemostasis information. Suggested methods of preclotting are described below, however, it is appropriate to employ whatever your institution has accepted and validated as standard practice for permeable knitted and woven cardiovascular ¿fabrics¿. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.